Event description:
Customer reported he was receiving multiple failed battery test alarms and disconnected that insulin pump for a few hours. When he inserted a new battery he received a battery out limit alarm. Insulin pump is being replaced since the customer received a battery out limit while troubleshooting and failed battery test is recurring even after cleaning the contact on the battery cap. Blood glucose value is 196 mg/dl. Nothing further reported.

Manufacturer narrative:
No battery alarms were noted and the operating currents were within specification. The insulin pump passed the self test. The insulin pump also had some cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.